Event description:
Coil stretched. This patient was undergoing coil embolization within a 4.2 x 3.8mm anterior communicating artery aneurysm. While the physician advancing the coil into the aneurysm, it stretched; it was removed from the microcatheter without difficulty. There was no calcification or tortuousity present within the vessel. There was no resistance when the coil was initially being advanced through the excelsior sl10 microcatheter (mc). There was one to one relationship between the coil & delivery tube and was verified with flouro prior to repositioning the coil in the aneurysm. The stretched coil removed from the mc without difficulty. No other coils were placed prior to this event. Continuous flush was maintained within the mc. There was no resistance between the gw and mc when accessing to the target site. The procedure was completed successfully without any adverse effect to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Please note additional information will be submitted within 30 days upon receipt.